Event description:
During an investigation of a probe crash, an ocd ca field engineer reported that the probe of the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd ca field engineer (fe) visited the site. The field engineer reported that the probe was blocked, leading to probe drip. The fe performed the appropriate adjustments to return the analyzer to expected operation.